Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery, resulting in the customer's blood glucose (bg) level increasing to 164 mg/dl. The customer changed the cartridge and reset the pump to initially address bg; however, the customer was unable to resume insulin therapy as the cartridge alarm recurred. The customer was subsequently taken to the emergency room (ER); however, no treatment was needed to address bg as bg levels were within range at the time. The customer received multiple daily injections (mdi) during their ER visit to use as a backup insulin therapy method, and customer support assisted by replacing the problematic pump. The issue was resolved with no permanent damage reported, and the customer declined follow-up to obtain the ER discharge date.